Event description:
It was reported that a user experienced hyperglycemia shortly after first initiating the ilet system, with the device displaying high and a confirmatory fingerstick of 418 mg/dl following a meal announcement; the user uses a teflon infusion set and reported no visible leaks or tubing issues, and they perceived the ilet meal insulin delivery as lower and slower than their prior multiple daily injections. Symptoms included elevated blood glucose. Outcomes included self-monitoring with downward glucose trend observed during the call. Investigation included troubleshooting and education regarding the ilet algorithm¿s early adaptation period, correction dosing behavior, and confirmation of proper infusion set placement and absence of observable delivery issues. Investigation of this case revealed no confirmed device or component malfunction, with early algorithm adaptation and postprandial hyperglycemia considered. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.